Manufacturer narrative:
The insulin pump was received with act button not responding due to corroded keypad traces. No moisture damage on electronics was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a button error on the insulin pump. The customer's blood glucose reading was 250 mg/dl. The customer treated with the pump. The customer stated that the escape button was unresponsive. The customer stated that the down arrow does not allow them to navigate the screen. The customer stated that there was perspiration as she woke up sweating. The customer stated that the act button was unresponsive during bolus and easy bolus. The customer stated that the buttons are not responding now. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.